Event description:
Manufacturer received a report of a patient lift actuator breaking. No injuries were reported. This malfunction currently is the subject of a field action which has been reported to the FDA.